Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system battery was not retaining a charge and the system shuts down immediately when unplugged from wall power. There was no patient present.

Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system. During troubleshooting the issue was traced to the mobile viewing system uninterruptable power supply shutting down. This was due to a faulty battery which was recently installed during the annual preventive maintenance. To resolve a replacement was installed. No further issues noted. B01,c02,d02,g02002 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000615. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.